Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s recharger started to show the ¿call your doctor¿ screen with power on reset (por) about a month before the report and they could not charge the implant. The patient stated earlier that morning they saw the por message but during the call they were able to successfully connect, and the recharger showed that their stimulator was charging. The patient stated that their stimulator was working. It was reviewed that an informational por could be cleared with the programmer. The patient stated they did not have their programmer with them at the time of the call. The patient was advised to call back if they saw the por on their programmer and they could be walked through how to clear it. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The patient called back stating that they didn't have time to clear the por message because of their schedule. The instructions on clearing the por were reviewed. The patient was able to successfully sync to their therapy screen and their recharger successfully synced to the charging screen with the boxes at the bottom. No further complications reported.